Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the lithium battery on the system board. Zoll recommends replacement of the lithium battery every 5 years. This device is approximately 7 years old. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device would intermittently not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.